Event description:
It was reported that this right ventricular lead exhibited noise, oversensing and pacing inhibition of over two seconds on the right ventricular channel. It was determined that this was due to electromagnetic interference (emi). Additionally anti-tachycardia pacing (atp) was inappropriately delivered. It was discussed to contact the patient in order to address the source of the emi. No changes were performed on the device. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that the issues with the device continue to appear and myopotential oversensing was the most likely root cause and discarded the idea of emi. Further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.